Event description:
(B)(4). Initial info received from a consumer on (B)(6) 2009: a (B)(6) female had "a number of things done" in addition to receiving an unk amount of injectable poly-l-lactic acid (sculptra) [lot# and exp date unk] in both of her cheeks during a few sessions of treatment for cosmetic use about three yrs ago (2006). She reported that she still has lumps on both sides of her cheeks that had never diminished and a little bruising on one side. Medical history and concomitant medications were not provided. No further relevant info reported. Additional info for poly-l-lactic acid injectable (sculptra) (lot number/exp date unk,) from product technical complaint report case ID (B)(6) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.